Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4: reference MFR report# 1627487-2018-05840; reference MFR report# 1627487-2018-05842; reference MFR report# 1627487-2018-05845. It was reported that the patient experienced muscle stimulation after the supraorbital trial leads were implanted. Reportedly, patient went to surgery to re-position the leads and is experiencing only muscle stimulation from the leads post-operatively. Patient had a failed trial. Initial reporter information (patient) is unknown at this time.